Manufacturer narrative:
(B)(4). An external and internal inspection was performed and passed. A manual temperature test was completed successfully. A check of the electrical system found all voltages were within specifications. All electrical connections were secure and correct. An inspection of the display found no issues. An inspection of the door assembly found the door piston cracked at the top and on the side of the left disposable chamber. A manual volumetric accuracy test was completed and failed. Door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was too deteriorated to place back into the device. The test article door piston foam was then removed from the device. Review of service data revealed the piston foam was previously replaced, which was found to be deteriorated and the cause of the current complaint. The piston foam was replaced to resolve the problem.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.